Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 12-jun-2023, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 12-jun-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for it was reported that the patient¿s upper lead migrated slightly from the top of t7 to the bottom of t7. It was unknown if there were any external factors that contributed to the reported issue. An x-ray was done because the patient was complaining they were not getting the coverage they needed. Images of the x-rays were sent for reference. The patient was reprogrammed to provide better coverage in their painful areas. The issue was resolved at the time of the report. No further complications were reported/anticipated.